Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a device and atrial lead was attempted but not used during implant. It was noted that after implanting the lead and device, the physician attempted to tighten the setscrew with the wrench which was difficult. It was also noted that there was a sensing/detection issue, a "clutch sound" was heard and the device "felt wrong." A new wrench kit was used with the same problem. The device was removed and noise was seen on the analyzer. The device was explanted and replaced. The atrial lead continued to show noise on the programmer. The lead was explanted and replaced. No noise was seen with the new device and lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the atrial connector. The returned device had an atrial connector block with damaged threads. The returned device indicated a damaged atrial grommet with foreign material. The returned device indicated the atrial set screw had a rounded socket and was found in the atrial connector. If information is provided in the future, a supplemental report will be issued.